Event description:
The family member called lifescan on behalf of the pt and alleged the one touch ultra meter was reading inaccurately high and for 2 days it intermittently would not power on. The issue was not resolved through troubleshooting, however it is unknown when the battery was last changed or if the battery icon had been displayed. The family member did not have and could not afford a new battery. The medical affairs specialist contacted the family member to confirm the info. Family member explained the day of concern with the inaccurate high: lunch: 1130am non: blood glucose 232mg/dl, novolin 6 units per sliding scale. 2:20pm pt felt tired, blood glucose 90 mg/dl. The pt immediately became sweaty, drunk feeling and passed out. No intervention by the mother. The paramedics were called and the family member arrived 10 minutes later. On paramedic unknown meter: blood glucose 30mg/dl. The family member IV was started of a "dextrose solution and also glucose was given directly into the line". On arrival at the hosp the reading was 700 mg/dl. (Lab or meter?) The pt was admitted for dka and remained there for 3 days. The pt's blood glucose was routinely checked 5 times in a 24-hour period. Medication routine: lantus in the morning and novolin sliding scale based on the readings. The family member stated the pt has health issues and pt's diabetes is very difficult to control. Pt has had multiple hospitalizations in the past for control of their diabetes and other health issues, with multiple blood transfusions. The pt has aplastic anemia, no thyroid function and hepatitis c. The customer care representative was unable to perform troubleshooting since the meter would not power on. The medical affairs specialist askd about the code and the unit of measure at the time of concern. The family member could not be sure of either of them, however family member stated that code was change with each vial of test strips and family member did not see a decimal point in the readings. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.